Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 543. This condition was found during use, but it was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient injury reported; however, no information was available regarding medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 543; battery charge level indicator was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from use/user error. The main batteries and safety harness were replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.